Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response buttons was intermittently functional. The cause for the failure was an off centered metallic dome in the response button. The root cause for the off centered metallic dome could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not working properly.